Manufacturer narrative:
(B)(4).

Event description:
Additional review determined this event was also reported under MFR report # 3007566237-2013-02153, any additional information received will be reported under MFR report # 3004209178-2013-12493.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that cycling was not programmed.

Event description:
It was reported that there was premature battery depletion. The neurostimulator was replaced. The battery lasted for 13 months; however a longevity calculation based on settings of c-/2+ at 3.9v, 90's and 185hz with therapy impedance of 850 ohms estimated battery life at 2.18 years. It was unknown if there were any patient symptoms or complications associated with the event. It was reported that once the ins was replaced the patient was good.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery at end of service and longevity was not met, cause unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.